Event description:
(B)(4). The dentist reported that 1 week after the dental implant was installed in intraoral region #3 it was verified its non osseointegration. A 25 ncm of primary stability was achieved and the implant was carried out immediately. Pt had low bone quality (bone type IV), bone graft was not executed.